Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was determined that loss of connection was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-304731 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/5/2026 and it was determined this complaint is not reportable per (B)(4).